Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. During the noise episodes the device began charging but stopped and did not deliver inappropriate high voltage therapy. The physician alleged a malfunction on the device. The device was then explanted and replaced due to normal eri and the rv lead was capped and replaced during this unrelated procedure. The patient was in stable condition. Related to manufacturer report number: 2938836-2019-03264.